Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of 7 days, it was noted that sensing was very low and inappropriate shocks were delivered. No deterioration of the pt's state of health was reported. The lead was explanted.